Manufacturer narrative:
Serial numbers: (B)(4). For 1 of the 4 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. For 1 issue, the power supply cable connection to the central processing unit board was re-seated to resolve the reported issue. For 2 of the 4 reported events, a ge healthcare service representative performed a checkout of the system and did not confirm the reported event. For 1 unit, ge healthcare service issued a proposal for troubleshooting and repair that was not accepted. No further information is available regarding the resolution of the reported issue.

Event description:
This report summarizes <noe> 4 <noe> malfunction events. A review of the events indicated that model 1011-9000-000 anesthesia gas machine experienced a system shutdown resulting in the loss of mechanical ventilation. These reports were received from various sources. Of the 4 events, 2 did not involve a patient and 2 did involve a patient. There was no patient information available.